Manufacturer narrative:
Additional information: b5, h4, h6 (update codes), h11. B5: this was observed during delivery in the pharmacy. H4: the lot was manufactured august 1-2, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set had bubbles in port 5. This was observed during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.